Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer changed the battery of the pump and pump was not accepting it. Customer stated that the metal contacts came off on the battery cap. Customer was calling back after installing a new battery, monitoring pump for 2 hours, and frozen display recurred. No harm requiring medical intervention was reported. The device will not be returned for analysis.